Event description:
My one touch verio test meter and test strips never work consistently. I¿ve used abbott, accu-check, and (B)(6) brand glucose test kits and they always work. It¿s frustrating because I pay $(B)(6) for the one touch strips (with insurance) and they always have problems. I am trying to get my insurance company to let me switch to another brand, but it¿s taking a while. If you (B)(6) this problem with one touch in particular, you will see it¿s widespread. Please , please, please hold them to a higher standard. Also if it¿s better to contact my congressional delegates, let me know and I¿ll do that.